Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, based on past investigations, the most likely cause of the event is failure is a crack in the housing nearby the welding zone. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a u9000 ultrafilter had a broken membrane which resulted in an external fluid leakage. The leak was observed during treatment with dialysis using an ak 96 dialysis machine equipped with an u9000 ultrafilter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted